Event description:
Pt was referred to dr for evaluation and treatment of a presumed infected right knee total arthroplasty. Pt was to undergo removal of right tkr and insertion of revision total knee replacement with antibiotic cement.